Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection revealed that the clamp was in the closed position in the package. A functional flow test was performed and the set primed and flowed without issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link solution set had difficulty priming as there was no flow. The no flow occurred during priming; the reporter stated that the slide clamp ¿would put a kink in the tubing¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.